Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 168, 319, 249, 309 and 203 mg/dl. The customer's expected fasting blood glucose test result range is 93 - 255 mg/dl. Customer also stated that during a follow-up doctor's visit he had compared the truemetrix meter to the doctor's device and that the truemetrix was about 100 points higher. Customer did not provide the actual meter to meter comparison results. Customer also stated that the last four results in the meter memory are incorrect and that something is wrong with the meter. Customer provided the last five results that he had written down. At the time of the call, the customer reported having blurry vision due to his diabetes; customer did not need medical attention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 301 mg/dl and 264 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom and living room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is one month. The meter memory was reviewed for previous test result history (date not set): (B)(6).